Event description:
A malfunction was reported with the pump following exposure to an airport x-ray and a body scanner, possibly including a public library visit, over the weekend. There was no adverse impact on the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not reappear after the reset. The customer was advised to continue using the pump and to contact support if the issue recurred.